Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, defib/ ECG stress testing and defib cycle testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The customer's multifunction cable was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.